Event description:
The customer reported that all 65 of their solar monitors rebooted and monitoring was lost for 16 minutes. Alternate monitoring was available however, not enough monitors were available for all pts. There was no reported pt injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.